Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was an attempted implant. It was reported that when the left ventricular (lv) lead was inserted into the device header the pacing impedance measurements were greater than 2,000 ohms. It was confirmed that the terminal pin was all the way through the device header. Multiple attempts to disconnect and reconnect the lead did not resolve the issue. The pacing impedance with the lv lead through the pacing system analyzer (psa) was 1,000 ohms. The device was not used and another crt-p was successfully implanted without issues. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.